Event description:
On 21-jan-2026, this spontaneous report was received regarding a 63-year-old male consumer in association with assorted solid variety flex fabric bandages. Approximately at 6 p.m., on (B)(6) 2026, the consumer applied an assorted solid variety flex fabric bandage to cover a small cut on his finger the size of a cm. The next day, approximately at 9:30 a.m., the consumer wet the bandage and then removed it. When he removed the bandage, the adhesive had removed about a dime sized piece of skin. The cut he originally used the bandage for was fine. He used a non-stick sterile pad to protect the damaged skin area. On (B)(6) 2026, he applied neosporin to the area and used a nonstick pad and applied a larger bandage over the top. When he removed the second assorted solid flex variety flex fabric bandage, he had no issues. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.